Manufacturer narrative:
Unit received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had critical pump alarm. The customer blood glucose level was 140mg/dl. The customer was advised to discontinue use of the pump and revert for the back up plan. The insulin pump will be returned for the analysis.